Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and it was determined that fusion/pseudofusion beats were also noted on the device. The event was resolved by reprogramming the device. The patient was stable with no consequences.